Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 2 patients presented with debris or mucous strand under the flap resulting in blurry vision post lasik treatment. Flaps were refloated. This report is for patient 1 of 2. A separate report is being submitted for the second patient.